Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's push rod wouldn't insert properly. Per reporter after troubleshooting, the device exhibited an error message to call for service. This was a continuous infusion of remodulin 111ng/kg/min c. Route sq. The patient had a backup device they were able to switch to. The patient was able to successfully continue her infusion. The infusion was life-sustaining. No adverse health effects were reported.

Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. The service history review had no indication that the complaint was related to a service of the device within the review period. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.